Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: hg45hca08, ubd: 10-mar-2022, UDI#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of dilaudid at 4.495 mg/day, 20 mg/ml of bupivacaine 4.495 mg/day, and 200 mcg/ml of clonidine at 44.495 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient had swelling in the back at the catheter insertion site. The swelling reported caused the patient pain, but no other issues were reported. There were no environmental/external/patient factors that might have led or contributed to the issue. No diagnostic/troubleshooting measures were performed. Surgery was performed to address the issue and the hcp found where the csf leak was coming from and closed it. None of the pump subsystem was modified or revised. The issue was considered resolved at the time of the event.